Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - volista standop. Based on the photographic evidence the connection between fork and lighthead is loose with risk of detachment. There was no injury reported, but we decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - volista standop. Based on the photographic evidence the connection between fork and lighthead is loose with risk of detachment. There was no injury reported, but we decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. According to the subject matter expert at the manufacturing site, the gap between the fork and the lighthead was caused by a loosening of the fixing screws over a long period of time. Since may 2017, the assembly procedure ¿gom 5463 ind.o and gom5462 ind.m¿indicates that the original screws have been replaced by pre-glued screws to avoid any loosening (change request#: 160103). This phenomenon could occur over a long period of time and is easy to detect during the preparation of operating theatre, when handling the light head or during yearly preventive maintenance. To prevent any safety issue the user manual nu_volista_01781 mentions the daily checks which must be performed by the user, for instance check that the lighthead rotates correctly. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).